Event description:
It was reported that after post-implant dft testing was performed, noise was observed on the lead and could be reproduced by pushing on the lead connector area. Crosstalk was also reported. The lead was explanted and replaced. No further issues of noise were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.